Event description:
It was reported that the atrial lead exhibited high capture threshold on (B)(6) 2009. On (B)(6) 2010, a chest x-ray revealed lead dislodgement. All atrial lead functions were deactivated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.